Manufacturer narrative:
The endoscope was reprocessed and sampled a second time with results of no growth. Pentax medical conducted an investigation to determine if a root cause can be determined. The investigation revealed no product problem. Although no breach in sterile sampling was identified, based on reprocessing documentation of the initial and second sampling timing it is impossible to determine if a potential delay in reprocessing occurred. This potential delay in reprocessing would be noted as user error in the reprocessing process. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 22-jun-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 22-jun-2021.